Event description:
The following information was copied from a user facility e-mail received by OEM customer on (B)(4) 2013 who then forwarded to carefusion on (B)(4) 2013. "There was an issue this morning that resulted in a patient death where the blender that is attached to the side of a giraffe omnibed (sn (B)(4)) that when air and o2 were connected, there was no restriction and unable to regulate with the knobs. Customer did not have the serial number on the blender only that it said ohmeda medical. Nurses reported that they went through multiple mottles (approx. 6 e cylinders) of o2 when transporting the baby from the delivery area to the nursery. The event happened on (B)(6) 2013 between 4:00 am and 5:00 am. The unit has been taken out of service and is on what the biomed called lock down."

Manufacturer narrative:
The user facility did not submit a user facility report to the OEM customer or manufacturer. Event codes were derived based on information provided by the user facility via e-mail. (B)(4). On (B)(4) 2013, carefusion sent a letter to the user facility seeking additional information concerning the reported event including the primary and secondary causes of the patient expiration and a determination of, if the reported failure caused or contributed to the death. On (B)(6) 2013, the user facility responded to the letter and only provided the device model, device serial number and the following statement "blender unrestricted no regulation." In addition carefusion has requested the return of the microblender four times without success; once via email on (B)(4) 2013 and three times via telephone (B)(4) 2013.